Event description:
It was reported no disposable pump wont run. Rate 1.3, reservoir volume 60 ml (possibly reset), given 45.6. Green flow stop. Air in line. Patient not affected. It was reported that a pump alarming no disposable pump won't run. The pump has been alarming most of the night. Silenced the alarm, reviewed pump settings, and verified medication. Powered pump off/on, and attempted restart, but pump alarm reoccurs. Powered pump off, clamped tubing, and't removed cassette. Green flow stop noted. Air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart, but alarm returns. Powered pump off and repeated troubleshooting steps, but pump alarm persists. Advised to clamp tubing closest to port. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 27-mar-2019.